Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported difficult to remove from anatomy (clip caught on chords) appears to be related to the reported positioning failure of inability to grasp the leaflets. The inability to grasp appears to be due to patient morphology/pathology (cleft). The reported patient effect of tissue injury appears to be due to clip getting caught on the chords. Tissue injury, is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling. The reported serious injury/illness/impairment was a result of case specific circumstance as no additional treatment or intervention was provided. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4+ and a restricted posterior. Two clips were successfully implanted. To further reduce mr, an additional clip (50528r1014) was inserted and advanced into the left ventricle (lv). However, while in the lv, the clip became caught in the chordae. Troubleshooting was performed and the clip was successfully removed from the chordae. However, a small flail was observed. Due to the inability to grasp the leaflets, the physician decided to remove the mitraclip devices and discontinue the procedure. Mr remained at a grade of 4+. There was no clinically significant delay in the procedure.